Event description:
The initial reporter advised shiley that a pt with bjork-shiley convexo-concave aortic heart valve was scheduled for valve replacement surgery due to "aortic stenosis". Subsequently, a copy of the operative report was received from the user facility. The operative report noted that prior to surgery, the pt had presented with symptoms of exertional shortness of breath, angina, and "a market increase in their body surface area making their valve too small for their body habitus". The pt had their aortic prosthetic valve replaced. During the surgery, the pt also had a double coronary artery bypass graft and a patch augmentation of their aortic annulus and root done. The pt survived surgery.